Manufacturer narrative:
Follow-up # 1, date of submission (B)(6) 2011 - device evaluation: the pump was returned and evaluated by product analysis on (B)(6) 2011 with the following findings: an "ezprime" operation was performed and during the load step the pump did not recognize the cartridge and pushed all the fluid out; there was a "no cartridge detected warning." The pump did not detect any force at (B)(6) and kept loading during calibration test on the bench. There were no alarms related to the complaint in the alarm history. A review of the pump history showed a "no cartridge detected" warning and several loss of prime warnings on the reported event date. It was found that the oled display and force sensor pins were intact. The force sensor fails resistance specification with a reading of 250k. A review of the device history record for this pump was performed and the pump was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
The patient reported that the pump pushed all of the insulin out of the cartridge during the load step of a routine cartridge change. The patient attempted to insert a new cartridge 3 times, and each time the insulin was pushed out during the load step.